Event description:
Reporter indicated, experiencing communication problems with a vns therapy programming system. The programming wand was replaced and the problem was resolved. Good faith attempts, to obtain the wand for analysis, have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.